Event description:
It was reported that the patient had been hospitalized. The patient reports receiving a hazard occlusion alarm while wearing the pod. Treatment information has not been provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s938usqs5aye7 hardware: sm-s938u cgm sensor type: unspecified.